Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm. The customer's blood glucose value was 175 mg/dl at the time of the incident. It was reported that the customer would navigate on the insulin pump it will go to rewind. The customer reported that they were able to clear the alarm and also were able to complete rewind of the insulin pump. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.